Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43mg/dl. Reportedly, the customer inadvertently entered the insulin value into the carbohydrates field in the bolus delivery menu. The customer consumed carbohydrates to address bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input.